Event description:
On (B)(6) 2012, the reporter contacted lifescan canada alleging an issue with the led lights on the meter. The issue was resolved with troubleshooting. This complaint was initially ruled out due to the following conclusions: the reported issue was resolved with troubleshooting and there was no allegations of harm or injury as a result of the reported issue. On (B)(6) 2012, lifescan completed device evaluation with the meter involved with this complaint. Investigation revealed there was contamination with the pcb and the battery holder was found to be corroded. This complaint is now being reported due to the failed device evaluation results.

Manufacturer narrative:
The 510(k) # is k082590.